Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock. The patient's right ventricular (rv) lead had a pace/sense component failure, high pacing impedance and no rv capture. The lead was deactivated and will be replaced. No further patient complications have been reported as a result of this event.